Manufacturer narrative:
(B)(4). Field service representative (fsr) evaluation: the fsr replaced the user interface module (uim) onsite to resolve the reported issue. The (B)(4) field service representative (fsr) performed the operational verification procedure of the device and was returned to the customer working to service specifications. The suspect device is expected to be returned to (B)(4) for further investigation. Once the investigation is complete, a supplemental report will be submitted.

Event description:
The customer reported the screen went blank on this avea ventilator while in patient use. No reported patient harm was associated with this event. The facility biomed reported not being able to duplicate the event but as a precaution has requested onsite (B)(4) field service repair.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect user interface module (uim) for investigation. The failure analysis (fa) lab performed a visual inspection of the internal components and cycled power to verify the software revision, which displayed (B)(4). The fa lab also performed multiple power on cycles on the suspect uim and no anomalies were identified. The fa lab performed freeze and heat application on the uim components. The uim was cycled for 64 hours with no anomalies identified. The fa lab was not able to duplicate the reported issue therefore no component root cause can be determined.